Manufacturer narrative:
Corrections in d9 and h3. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed minor nicks in the hex. A functional inspection was performed with a polaris screw (2000-2445 lot j7306175) and a polaris plug driver (2000-9061 lot zb160701) and found that the plug was able to screw down into the tulip head and release as expected. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to off-axis forces applied during use. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference reports 3012447612-2024-00316 through 3012447612-2024-00318.

Event description:
It was reported that three sequoia closure tops stripped while tightening. Other closure tops were used to complete the procedure. There was no patient impact; however, there was a 30 minute delay to the surgery. This is report one of three for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that three sequoia closure tops stripped while tightening. Other closure tops were used to complete the procedure. There was no patient impact; however, there was a 30 minute delay to the surgery. This is report one of three for this event.